Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source switched to emergency lighting. The issue occurred during preparation for use before an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9, h3, h4, h6, and h11 were updated. Based on the results of the investigation, the lamp did not light normally and emergency lamp error e103 was displayed due to an igniter malfunction. However, the definitive root cause of the malfunction could not be determined. Olympus will continue to monitor field performance for this device.